Event description:
It was reported that the touchscreen of a pump was cracked and shattered, rendering it unresponsive and illegible, which prevented customer interaction. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections (mdi) as backup therapy and cts scheduled a replacement pump to be sent. Customer was informed about putting the pump into storage mode and returning it with the pre-paid label, which was acknowledged and understood.